Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported monopolar curved shears (mcs). Evaluation of the device data indicates occurrence of an error code ¿motor position limits¿ as an after effect of the reported pulley break. The use life of the instrument was one hundred and thirty-five minutes with a use count of one at the time of failure. Review of the provided image notes that it shows the tip of the mcs without the tip cover and with a snapped cable. Further evaluation of the reported monopolar curved shears is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that in the middle of a robotic laparoscopic prostatectomy with lymphadenectomy procedure, after about the first hou r, the monopolar curved shears (mcs) was not closing properly. The bedside team removed the shears, inspected them, firmly closed the jaws, and reinserted the instrument, which resolved the issue. After about 2 hours, the mcs broke. Control was lost both at the bedside and in teleoperation. The instrument was removed as a broken instrument by detaching it from the sterile interface module (sim) and removing it through the port. During removal through the port, the tip cover became stuck in the trocar. The instrument was replaced to resolve the issue. There was no patient injury.